Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. As per CAPA # (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days. This event was sent to access dental lab by FDA, please refer to mw5091143.

Event description:
The customer reported necrosis of a tooth while wearing the aligners, it is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.